Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 10 during drain cycle 1. The patient's ultrafiltration (uf) was 1939 ml. The programmed fill volume was 2000ml. The total drain volume reported was 3939ml, which meets iipv/overfill criteria. Product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse will follow up with the patient regarding the inappropriate bypass. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to a rls 201 alarm. The device was determined to meet specifications relative to the iipv identified during device log review. The assignable cause of the additional iipv was determined to be: insufficient drain. Use error, inappropriate bypass of the initial drain. The device was subsequently forwarded to service. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).